Event description:
In 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter has a power issue (does not turn on). A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self adjusting insulin. The power issue began in 2009. It is not known if the patient was able to obtain her blood glucose and manage her diabetes on the day the product issue began. A day later, the patient reportedly obtained a high reading over "600 mg/dl" on another meter. The patient allegedly had "high blood sugar" symptoms and was stressing. The patient claimed that she took 14-15 extra units of insulin that day. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what specific high symptoms the patient had, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that there was no product misuse, and the meter did not power on with the power button. The battery did not need to be replaced based on the information provided. The power issue was not resolved with training. This complaint is being reported because the patient claimed she developed "high blood sugar" symptoms and received medical intervention for a blood glucose reading of "600 mg/dl" on another meter one day after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.